Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: li baoqing,ji meini, curative effect observation of plasma knife and monopole electric knife coagulation cutting method in children tonsillectomy, xinjiang medical journal, vol.50 no.12.

Event description:
It was reported that on literature review curative effect observation of plasma knife and monopole electric knife coagulation cutting method in children tonsillectomy, 1 patient had a lung infection after a tonsillectomy procedure using a 70 coblation wand, 1 other patient had a surgical site infection during a tonsillectomy procedure using a 70 coblation wand. It is unknown how were the events treated/resolved. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (1 patient had a lung infection after a tonsillectomy procedure using a coblator ii surgery system with 70 coblation wand, 1 other patient had a surgical site infection) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.